Event description:
The customer reported false negative reactions of two samples with both anti-d reagents. The customer has sent us the samples but not the complaint product. Therefore, the two samples were tested on the retention sample of the quality control laboratory. Both samples reacted negatively with the anti-d reagents. Furthermore, the complaint lot was tested with different rh (d) positive red cells. All positive reactions with the anti-d strongly and correctly positive. We didn't observe any false negative results. The two samples were also tested with different anti-d reagents in the tube technique. The test results give an educated guess for weak d of both samples and not a normal expressed d antigen. Under point limitations, there is a hint in the instructions for use that very weak expressions of the d antigen (d weak with very few receptors) will give weakened or negative reactions with the anti-d reagents on this strip.